Event description:
Patient reported a lap-band "kink in the band" and a "laparoscopic adjustable gastric band malfunction resulting in complete gastric obstruction. Replacement of the laparoscopic adjustable gastric band port." This event was first noticed when the patient began vomiting. The physician "attempted a fill but could not get anything out." The physician removed and replaced the lap-band port. Follow-up findings: healthcare professional reported the removal was due to the "port connection was disconnected" and the event caused "complete gastric obstruction" which was "secondary to the lap-band "malfunction." They also reported that "the patient was vomiting and unable to eat or drink".

Manufacturer narrative:
UDI#: n/a. Taper ii. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Vomiting, obstruction, and impaired lifestyle are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.